Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had failed. A field service engineer replaced the damaged pyxibus cable in the aux cabinet and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2.1 had failed.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care.there were no adverse events or injuries reported based on this event.